Event description:
It was reported that depoloyment issues occurred with the neuroguard stent iep ng-nv-7-40, specifically that the device was unable to deploy. No patient complications have been reported as a result of this event. Multiple attempts were made in a good faith effort to collect additional information regarding the event. The event date was confirmed as december 9, 2025. A step by step account of exactly what occurred with deployment issues was asked and was unknown. This is the totality of the information available at this time.

Manufacturer narrative:
This MDR is a remedial submission made in direct response to FDA form 483 observations to ensure full reporting compliance. The associated complaint was originally classified as non-reportable; however, following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803. This submission fulfills our commitment to correct the initial reporting determination.